Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that her old insulin pump broke due to a keypad anomaly, and needed help programming the new device. The customer explained that she had a series of high blood glucose levels ranging between 359 and 400 mg/dl. The customer treated with glucose tablets, food, and manual injections. The customer stated that a nurse gave her a medicine to inject for night regulation. The customer's blood glucose level went down to 60 mg/dl due to not being on an insulin pump. The customer reported that she was a brittle diabetic. The customer requested assistance with programming her new insulin pump so she could resume therapy. Her blood glucose reading at the time of call was 126 mg/dl. The customer was assisted with programming the device, but said she would wait to set up the bolus wizard with her doctor. The customer was advised to monitor her levels and correct accordingly. Nothing was replaced or returned.